Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. After the first incision, the obturator broke when trying to remove it from the abdomen. Once it was removed from the cavity, the surgeon was able to do the procedure. There was no patient harm.